Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is conservatively filed to report the patient death. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The patient was noted to have a very large atrium and a restriction of the posterior leaflet. Visualization was difficult. The first clip was implanted without issue. During positioning, the second clip became caught in the chordae, but was able to be removed with standard trouble shooting and without patient injury. It was successfully implanted. A third clip was implanted to complete the procedure and final mr grade was 3-4. Approximately 6 hours post procedure, the patient experienced ventricular fibrillation requiring cardiopulmonary resuscitation. Afterwards, a pericardial effusion (pe), of unknown cause, was observed. The procedure was noted to be challenging and; although, the cause of death is unknown, the procedure may have contributed to it. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The mitraclip nt instructions for use (IFU) instructs not to adjust the clip in the left ventricle (lv) which may result in chordal entanglement. As the chordal interaction occurred prior to re-positioning and opening the clip in the lv, the event did not contribute to the reported physical resistance. The reported patient effects of pericardial effusion, death and arrhythmias (ventricular fibrillation) as listed in the IFU, are known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular medical affairs director who stated that following a challenging procedure with difficult imaging, the ventricular fibrillation was found to be associated with a pericardial effusion, which resulted in patients death. All available information was investigated, and the reported physical resistance appears to be due to a combination of patient morphology/pathology and user technique/procedural conditions. A definitive cause for the reported pericardial effusion could not be confirmed. Ventricular fibrillation was likely a cascading effect of the pericardial effusion, which then likely resulted in patients death. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.